Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center a critical error code was noted in the device download error log indicating duel internal speaker failure requiring replacement of the system board and control processing unit board assemblies to address the component failure. However, no device repairs were done, and the device was scrapped.